Event description:
Boston scientific crm received information that during this lead replacement procedure due to insulation damage, when the physician connected the new lead to the pacemaker, no capture was observed. The physician used a needle and other instruments from the sterile tray to clean the device. Due to the physician's concern of a damaged device, a new device was requested. No adverse patient effects were experienced during the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, normal telemetry, pacing and sensing functions were confirmed and normal forced lead impedance values were noted. The device header was then examined. An is-1 lead was inserted and retracted in both chambers without difficulties and all four setscrews operated normally. Technicians then removed both the ventricular setscrews, signs of cross threading was evident on the ventricular tip setscrew. No further testing was performed.